Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant, the patient experienced blurred vision. The lens was exchanged for a different lens six months after initial implantation. Additional information was requested.